Event description:
During implantation of an interbody device at l5/s1, one of the small notched arms at the distal end of the inserter broke off from the device. The implant was unscrewed from the inserter and removed from the implant. The small piece (1 - 2mm in length) was recovered from inside the patient. The implant was successfully positioned with a different instrument.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis: visual examination confirmed the inferior tang was broken. The broken piece was missing and not returned for analysis. Fracture initiation appeared to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue. The direction of material deformation suggested the direction of fracture. The above observations were consistent with bend stress overload.